Manufacturer narrative:
(B)(4). Additional information provided: they only had the one leak. He assisted the other surgeon. Duplicate submission was reported on pc (B)(4) / MFR report (B)(4). Upon review of the information provided that this was a duplicate submission, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code ecs29 or ecs29a? Is the lot number of the device available? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? How was leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak addressed? What is the current status of the patient?

Event description:
It was that following a bowel procedure, a staff member reported that the colorectal surgeon had a post-operative leak 48-72 hours after surgery. Intraoperatively, the anastomosis passed the leak test and the integrity of the staple line appeared intact upon inspection. It is unknown what treatment was required.